Event description:
It was reported to philips the unit shut down and was not receiving o2. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. Further information has been requested regarding patient involvement, but no response has been received. If additional information becomes available at a later date, a supplemental report will be submitted. The customer requested a philips field service engineer (fse). The fse evaluated the device and was unable to duplicate the error. There were no critical errors listed in the device log. The customer stated the issue may be intermittent. Following the evaluation of the device, the fse replaced the gas delivery system (gds) as a precaution. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
The gas delivery system (gds) was returned to failure investigation. The customer complaint was verified. The root cause was the failure of the airflow sensor, caused by u1 drifting out of calibration.